Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The wire coating exhibited a worn finish throughout, with scattered minor scrapes, irregular abraded regions, and scattered surface roughness. The surface roughness appears to meet the product specification for rough coat. The jacket material is bunched up on itself at 23.5 - 25 cm from the distal tip. When hydrated, the wire showed resistance when removing and reloading into the dispenser assembly. When hydrated, the coating feels spotty and inconsistent. The wire hydrates poorly and remains hydrated for a minimal amount of time. Except where noted, this wire does not present any definitive indication of manufacturing defect or anomaly. The device history records relative to the manufacturing, inspecting and packing of this lot was determined to be acceptable. The root cause could not be determined.

Event description:
Event determined reportable based on investigation completed on 3/13/ 2006. It was reported that during an angiographyy procedure, resistance was encountered during insertion/withdrawal of the zipwire hydrophilic guide wire from the dispenser and catheter. The event occurred outside of the patient. No patient injuries or complications were reported. Patient status is reported "normal" and "good".